Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was attempted to be placed medially on the anterior-2/posterior-2 (a2/p2) leaflet. There was challenges with a low trans-septal puncture. The clip was successfully deployed in a slanted position with anterior leaflet mobility. The clip was determined to be stable and the procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, approximately 24 hours post-procedure, the patient's blood pressure dropped and a transthoracic echocardiogram showed a single leaflet detachment (slda). The patient was transferred to surgery for a mitral valve replacement. During the procedure, it was not possible to locate the clip. An x-ray revealed that the clip had fully detached from the leaflets and was trapped on a calcified shelf near the distal position of the thoracic aorta. The mitral valve replacement procedure was completed successfully. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported low transseptal puncture was due to procedural circumstances. The reported difficult positioning in anatomy was due to the reported low transseptal puncture. The cause of the reported slda and complete clip expulsion were unable to be determined. The reported recurrent mr was a cascading effect of the reported slda. The reported dyspnea and hypotension were likely cascading effects of the reported recurrent mr. The reported patient effects of mitral regurgitation, dyspnea, and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.